Manufacturer narrative:
Argus case: (B)(4).

Event description:
I actually sprayed it right down the back of my throat and it actually made me start choking and gagging and all sort of thing. [Choking] gagging [gagging] case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced choking (serious criteria gsk medically significant) and gagging. The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the choking and gagging were unknown. The reporter considered the choking and gagging to be related to biotene mouth spray (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event was reported by a consumer via call center representative(phone) on 24aug2021. The consumer stated that "I bought biotene mouthwash and biotene mouth spray because on night time I have a dry mouth that's really bad and couldn't produce my own saliva. Now when I spray the spray in my mouth, it's not a spray, it's a jet. So I get this one globule of spray and it's startling at 4 in the morning. It's not a spray that sprays out. It's this one blob that just flies in your mouth. The other morning when I use it and I'm half asleep, I actually sprayed it right down the back of my throat and it actually made me start choking and gagging and all sort of thing."